Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced a fault code 36 during a routine replacement, because of battery depletion. Fault code 36 indicates a possible defibrillation output problem. Cpi will analyze the ICD when received.